Event description:
The customer reported to olympus, the colonovideoscope angulation knobs were malfunctioning. The issue was found during use. The device was returned for evaluation. During the device evaluation, foreign material in the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: indication on grip was peeled, air/water cylinder had no color, suction cylinder had no color, suction cover plate was unclear, mouthpiece was loose, electrical connector had corrosion, due to a burn on the plastic distal end cover, due to wear of angle wire the play of up/down knob was out of the standard value, image guide protector was damaged, . Insulation resistance value at distal end does not meet the standard value, light guide lens had a chip, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer added that the reported event occurred during an unspecified diagnostic procedure that was interrupted and continued with another instrument.

Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and the legal manufacturer's investigation. D9 was corrected; b3, b5, e1, e2, e3, and g2 were updated. Lastly, the customer added that the device was also reprocessed per user guidelines. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the jet tube could not be specified. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.